Manufacturer narrative:
Additional information was received that the neurological symptoms started four days after implant. It was noted that possible blood clot was the suspected/known cause. Physician did not believe it was device or procedure related. The patient was still in pain.

Event description:
A report was received that the patient was experiencing weakness and loss of motor skills in her right knee and patient was not sure if it was device related or not.

Event description:
A report was received that the patient was experiencing weakness and loss of motor skills in her right knee and there was unknown intervention given to the patient.

Manufacturer narrative:
Correction to initial MDR: should have been: (B)(6) 2018.

Event description:
A report was received that the patient was experiencing weakness and loss of motor skills in her right knee and patient was not sure if it was device related or not.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient was experiencing weakness and loss of motor skills in her right knee and patient was not sure if it was device related or not.